Manufacturer narrative:
Device was received on (B)(4) 2011 and is currently under investigation. A supplemental report will be submitted upon completion of said investigation.

Event description:
This was a vascular intervention case conducted in the cath lab to treat a stenosed sfa. Very little info was released by the hospital. It was reported that the md "forced the device through a tight lesion, prolapsing the distal tip while continuing to lase." After the removal of the turbo-tandem it was noted the distal tip remained on the guidewire. A successful attempt at snaring the tip was made and the vessel was successfully treated with pta. The pt suffered no injuries from the retrieval of the tip and recovered per operative plan. An internal lhr review was completed finding no issues or non-conformances. Unsuccessful attempts were made at obtaining the pt gender, age and weight info with hospital staff.